Manufacturer narrative:
No actions have been taken with this implanted system besides turning on the minute ventilation feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was also received that the pacing impedance measurements on the non-boston scientific right ventricular (rv) lead were out of range. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) presented with noise that was being oversensed on the non-boston scientific right atrial (ra) lead. The noise was caused by the minute ventilation feature. The patient did not exhibit any adverse effects or symptoms as a result of the oversensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the minute ventilation feature was turned off to resolve the issue and the physician is monitoring the patient for the time being. No additional surgical interventions have been taken for this issue nor are they expected to occur. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information in (B)(6) 2018 that noise was seen through remote home monitoring. The patient was then seen in the clinic for a device evaluation. During the device check, high impedances was reproduced with arm movements in front of and behind the patient's body. Thresholds remained unchanged, but there was non-physiologic noise on the rate/sense channel. The shock channel showed myopotential noise. The rate/sense also showed a few distinct deflections that did not appear myopotential in nature. The rate/sense is a true bipolar lead, so it should never see myopotential on the rate/sense channel unless there is insulation damage. Ts discussed checking to verify that the lead is fully inserted in the header and to fully inspect the lead. Approximately one week later the device was explanted and replaced with another manufacturer's device due to the ongoing problems with oversensing and high impedances. No additional adverse patient effects were reported. The device was returned for analysis. Upon completion of analysis, this report will be updated.

Event description:
Additional information was received in (B)(6) 2018 that the competitor leads were replaced some time in (B)(6) 2017. A new competitor lead was implanted. Shock lead impedances were greater 200 ohms, but this was due to the field representative, present at the case, not reprogramming the configuration from triad to single coil. Now seeing impedances jump again 3 weeks post-implant of the new lead. Boston scientific technical services (ts) discussed that jumpy impedances can be seen early on, likely due to seating in the header and possible lower contact forces. The patient is not pacemaker dependent. Ts discussed continued monitoring. As of now, the jumpy impedances cannot be reproduced and no episodes have been stored. Ts discussed possible loss of capture, and noted that the vast majority of cases don't manifest with loss of capture. No patient symptoms reported.